Manufacturer narrative:
Once the investigation has been competed any additional information will be reported in a supplemental report.

Event description:
End user (B)(6) hospital reported via stryker distributor in (B)(4) that "while trying to ream during the surgery, surgeon couldn't ream over the guide wire. While examining we noticed that all three are broken at their base. Surgeon is asking an investigation for these devices."